Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a lump on the midline incision. The patient underwent a revision wherein the physician cut a scar tissue and sutured the spinal cord stimulation (scs) lead with the same anchor. The patient was doing well postoperatively.